Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device making a loud rattling noise was confirmed. An assessment was performed which found that the device thermistor failed and the unit reflected heat with a reading of 118.1 degrees fahrenheit which is greater than manufacturer's specification (specified reading is temperature shall not exceed 118 degrees fahrenheit) and the unit reflected noise with a reading of 78 decibels which is greater than manufacturer's specification (specified reading is sound level must not exceed 76 decibels). It was also observed that the flex circuit potting was cracked with corrosion on it and the drive shaft was broken. It was determined that part of the flex circuit is worn out which caused the thermistor to fail, and the flex circuit potting cracked with corrosion on it was due to normal use over time. The assignable root cause of the broken drive shaft was determined to be due to excessive force being placed on the device during use. It was determined that broken drive shaft is what caused the loud rattling noise and heat. This is further defined as misuse/abuse, and possible user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device was making a loud rattling noise. During in house engineering evaluation, it was found that the device thermistor failed and the unit reflected heat and noise. It was also observed that the flex circuit potting was cracked with corrosion on it and the drive shaft was broken. It was reported that there was no delay in a scheduled surgical procedure as an unspecified spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.